Event description:
Info was received that this product was part of a system revision due to infection. Add'l info received from the field rep that the infection originated in the pt's foot. It is unk if there's evidence of vegetation on the leads or in the pocket. Furthermore, it was also mentioned that there's no accusation that the product contributed to the infection. There were no add'l adverse effects reported. The product was explanted.